Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that the left eye was not displaying video in the surgeon side console (ssc). The technical support engineer (tse) advised completing a hard power cycle of the ssc when clinically available. The customer completed a hard power cycle of the console, and following completion of the mid-procedure restart, the system powered back up and the left eye image was visible and working as expected. The customer later contacted technical support again to report that the issue had returned after fifteen (15) minutes. The tse reviewed the system logs and identified informational codes for an endoscopic controller power distribution (ecpd) voltage fault. The tse informed the customer that the issue could be related to the endoscope controller (ec) box and inquired if they'd attempted to replace the endoscope to rule out a possible endoscope issue and the customer advised they had not. The customer followed back up with the tse and advised that the monitor was black and no overlay or image was visible, the endoscope was reseated and replaced, however, the image did not return. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the csr advised that they were not present during the reported event and only received a phone call during the issue. According to the surgeon, the issue with the eye of the hrsv occurred at the end of the procedure, which was able to be completed safely with no reported issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and found that the left eye on the surgeon side console (ssc) was black when the system booted up. The fe replaced the endoscope controller (ec), but did not resolve the issue. As a result, the fse replaced the high resolution stereo viewer (hsrv) monitors on the ssc. After replacing the monitors, the fse confirmed that the image on the left eye was restored. The monitor replacement resolved the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found in system logs, error 119 was found indicating the hrsv failed in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there is no image on the hrsv it is completely black. Successfully replicated the complaint. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found in system logs, error 119 was found indicating the hrsv failed in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there is no image on the hrsv it is completely black. Successfully replicated the complaint. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to component failure of the hrsv monitor.